Manufacturer narrative:
Expiration date unk as lot is unk. (B)(4). The pneumothorax also delayed recovery and the pt had a prolonged stay in the hospital. No product has been returned to assist in the investigation. Per quality control final inspection for non-angiographic catheters and nephrostomy pigtail, the flare is confirmed to be securely seated in the adapter and the tubing does not turn in fittings. It is also confirmed that the glue joints are secure and that the overall surface of catheter is clean, smooth, and free of any bumps, dents, or excessive roughness. This product is shipped with an IFU which states warnings, precautions, and instructions for use. We are inconclusive as to why this failure mode occurred and unable to determine the factors that may have contributed to the cause of the experienced difficulty. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
A (B)(6) female patient underwent placement of an 6f pleuropericardial drainage catheter under ultrasound guidance into a pleural effusion on (B)(6) 2013. The end of the catheter was connected to an underwater seal. Fluid was drained form the chest. After 5 days, the hub of the catheter broke and came away. This caused a small pneumothorax which resolved once catheter was removed. Update as per complaint form received (B)(6) 2014; "after 5 days to chest drain snapped at the hub, allowing a pneumothorax to occur. The drain was immediately removed. The pneumothorax resolved spontaneously and the pt was discharged home after a few days." No part of the device remained inside the pt. The pt did require additional procedures due to this occurrence: due to the snap in the drain, causing a pneumothorax, additional cxr's and an ultrasound were required. The complainant did report adverse effects on the patient due to this occurrence: the patient developed a pneumothorax which delayed recovery and prolonged the stay in the hospital.